Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the distal- mid stent struts. Deformation was evident to the 1st-18th distal stent wraps with struts bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a severely calcified lesion exhibiting 90% stenosis located in the distal lad. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the devices. Excessive force was used during delivery of the devices. The lesion was pre-dilated using a 2.5 x12mm balloon. It was reported that the first stent (rsint22518x) failed to cross the lesion, therefore an attempt was made to use a second stent (rsint25026x), however it also failed to cross the lesion. The procedure was completed using another medtronic stent. The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. The rsint22518x returned with the stent off the delivery system. It was reported that the stent did not fall off the delivery system during the procedure, when the device was in the patient. The stent came off the delivery system after the device was removed from the patient. Device analysis for rsint25026x has shown stent deformation with struts bunched.